Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an unrelated procedure. During surgery, the procedure notes stated the newly implanted atrial lead could not be affixed. Further specifics could not be recalled. The lead was exchanged and the procedure was completed without issue. The patient was stable.